Manufacturer narrative:
During the laboratory evaluation, the reported issue was not duplicated. The product surveillance technician (pst) observed the roller pump to power on properly and observed no loss of display. He placed the pump in forward direction and ran for one hour and observed no loss of display. The pst placed the pump in reverse direction and ran for one hour and observed no loss of display. The pst inserted tubing, set occlusion to optimal setting and repeated functional testing and observed no loss of display. He ran the roller pump overnight and observed no loss of display. The pst performed cold chamber testing with no observed loss of display. He performed application board and display assembly inspection with no anomalies observed. The pst ran the roller pump for an additional 24 hours and observed no loss of display. The roller pump was sent to service for further evaluation.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the display went blank on the roller pump. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was not confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.